Manufacturer narrative:
Block h6: imdrf device code (B)(6)captures the reportable event of bands unable to deploy. Imdrf device code (B)(6)captures the reportable event of bands prematurely deployed. Imdrf device code a0501 captures the reportable event of suture detached. Block h10: the returned speedband superview super 7 (handle assembly, and ligator housing) was analyzed, and a visual evaluation noted that the ligator head was returned with three bands attached, some bands were moved, and the bands had tear damages. The suture thread was fully unfolded from the ligator housing, and it still had three bands attached. These findings are consistent with the findings based on the media analysis on the provided photo. The handle slot did not show any insertion marks of the trip wire. The ligator housig teeth were bent/damaged. The suture hole of the ligator housing and the irrigation tube were in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported events of bands unable to deploy, bands prematurely deployed, and suture detached were confirmed. Upon analysis, it was found that some bands in the ligator housing were moved even with the suture thread was completely unfolded from it, and had a tear damage, the ligator housing were bent/damaged. This indicates that a malfunction of the device may have occurred, and the bands were not deployed as expected. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. The IFU states "secure trip wire in slot on handle unit." This condition, unsecured trip wire, suggests the possibility of an incorrect wire tension at the time of deployment, the teeth were bent, the bands were moved as if they were twisted, even tearing. It was also reported that the ligator shrink wrap "at the beginning of the setup"; however, the IFU states "carefully remove shrink wrap by pulling marked tab such that ligator bands and threads are not disturbed." Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in the esophagus during a gastroscopy with elastic band ligation procedure performed on (B)(6), 2023. The device was assembled onto the scope. Prior to the procedure, as the physician wanted to test and deploy the band in a controller manner, it was noticed that the first band would not deploy. The doctor felt resistance, and then suddenly, four bands were deployed together. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Note: it was reported that the physician removed the ligator shrink wrap "at the beginning of the setup"; however, per the IFU, "removal of the ligator shrink wrap is done at the end of the setup." Also, the trip wire was not secured in the slot on the handle unit. Per the instructions for use (IFU), "8. Secure trip wire in slot on handle unit." Additionally, a photo of the complaint device outside the patient was provided by the customer and showed the bands were moved, and the suture was detached.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in the esophagus during a gastroscopy with elastic band ligation procedure performed on (B)(6) 2023. The device was assembled onto the scope. Prior to the procedure, as the physician wanted to test and deploy the band in a controller manner, it was noticed that the first band would not deploy. The doctor felt resistance, and then suddenly, four bands were deployed together. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Note: it was reported that the physician removed the ligator shrink wrap "at the beginning of the setup"; however, per the IFU, "removal of the ligator shrink wrap is done at the end of the setup." Also, the trip wire was not secured in the slot on the handle unit. Per the instructions for use (IFU), "8. Secure trip wire in slot on handle unit." Additionally, a photo of the complaint device outside the patient was provided by the customer and showed the bands were moved, and the suture was detached.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a150103 captures the reportable event of bands prematurely deployed. Imdrf device code a0501 captures the reportable event of suture detached.